Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced lower extremity weakness following the implant procedure. The patient underwent an emergency explant procedure wherein all device components were removed and kept by the medical facility. Upon follow-up, the patient was walking and doing well.